Manufacturer narrative:
A review of the manufacturing records for the device verified the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to  endoprosthesis occlusions. The devices potentially associated with the right side are being reported separately under complaint #(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. After closure of wound, bilateral femoral artery pulses could not be confirmed. Angiography revealed occlusions at the vascular anastomosis of the bilateral puncture sites . The physician reanastomized the sites. The patient tolerated the procedure.